Event description:
(B)(4) reported false negative sofia sars result for symptomatic individual. Symptom reported was prolonged fever occurring over three days. No confirmation testing reported to be done. Individual reported to be taking zinc, vitamin c, vitamin d, and magnesium.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: maude report (mw5100075).